Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4).

Event description:
The customer reported a vela ventilator displaying "ventilator inoperable (vent inop)" during a circuit change involving a patient. The patient was placed on a different ventilator and upon further investigation the customer reported no patient harm or injury. The ventilator was rebooted (turned off and on) but the problem was still present. The main printed computer board assembly (pcba) was replaced and resolved the reported issue.